Event description:
As reported, 41 days post op initial right tsa, this male patient was revised. Back in november, a patient had a reverse total shoulder arthroplasty at the va medical center. At some point the patient dislocated their reverse and showed up at the va clinic with shoulder pain. The humeral liner had disengaged with the humeral tray, causing the dislocation. Surgeon ended up, revising the entire humeral side. A new humeral stem, humeral, adapter tray +0, and a 42+2.5 liner was inserted. Patient was last known to be in stable condition following the event. Product not returning - the va system has a lot of red tape retrieving explained items. Unable to obtain x-rays.

Manufacturer narrative:
Section h10: (h3) pending evaluation: (d10) concomitant device(s): a752499 - 300-30-08 - equinoxe preserve stem 8mm, a731120 - 320-06-42 - glenosphere 42mm, a726649 - 320-10-00 - equinoxe reverse tray adapter plate tray +0, a598234 - 320-15-01 - eq rev glenoid plate, a603318 - 320-15-05 - eq rev locking screw, a765384 - 320-20-00 - eq reverse torque defining screw kit, a039204 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm - s282876, 320-20-30 - eq, rev compress screw lck cap kit, 4.5 x 30mm, s429267 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm.